Event description:
Boston scientific received information that during a routine device interrogation, low shock impedance measurements less than 20 ohms were observed to have occurred. Current right ventricular (rv) lead impedance measurements were within acceptable limits. Technical services discussed further testing recommendations. The boston scientific sales representative planned to discuss with the patients' physician and recommend for the patient to be brought back to the clinic for further evaluation. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that along with the low pacing impedance measurement less than 200 ohms, noise was observed on the rv lead. A revision procedure was likely to occur. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted approximately six years later for normal battery depletion and returned for analysis.